Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. A review of manufacturing records could not be performed as no lot number was provided. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the device used in the procedure that could have been contributing factors to post-operative bleeding include the health of the patient and compliance to post-op instructions. Other factors unrelated to the functionality of the device that could have resulted in post-op bleeding include types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. No product deficiencies or other complications were reported during use of the device. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that 6 days after a tonsillectomy procedure using a procise ez wand, the patient experienced post-operative bleeding that required medical intervention. The patient was treated and released the same day and no further complications have been reported.